Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date, following a usual sized lunch meal announcement and a usual sized breakfast meal announcement. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by misuse of the meal announcement feature, leading to excess insulin delivery relative to the user's need.

Event description:
On (B)(6) 24 a beta bionics clinical support specialist (css) was made aware that an ilet user experienced a low blood glucose (bg) event resulting in loss of consciousness. The event occurred on (B)(6) 2024. The css reported the user had developed their own method for meal announcements, primarily using "breakfast" as a general announcement. Although the intended use of meal announcements was reviewed with the user, they have decided to stick with their current method, which sometimes involves stacking announcements. On (B)(6) 24, this led to a significant drop in glucose levels during the night. The user reported waking up feeling unwell and chose not to treat the low glucose, ultimately passing out at the kitchen table. Their glucose levels remained low for nearly 3 hours, reaching a low of 39 mg/dl, before rising again when they woke up.